Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of dialysis set-ups and d1000 tego connectors. The initial information received reports the event as follows "..on the (B)(6) patient called staff over saying blood sprayed from catheter when she coughed. On inspection the arterial lumen tego had blood between silicone cover and yellow plastic. Spray was present on other tego, but there was no blood under silicone layer when wiped." Add'l. Usage/set-up information reported "tego was connected to brown vascath lumen and to venous (inflow) dialysis line covidien palindrome chronic dual lumen catheter 14.5 french inserted (B)(6) 2016. Nil alarms noted, patient had only been on hd for 15 minutes when incident occured. Pump speed 300mls minute. Nil overtightening noted on removal of tego according to (num), to remove the line from the num 1/4 turn. Both num's were removed and replaced with new num and therapy continued." There were no patient injuries, change in baseline status and or adverse outcomes.

Manufacturer narrative:
Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded internal residual blood was present primarily between the seal and body components. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked, failed acceptance criteria. The tego connector was then disassembled to perform additional analysis of the internal componentry. The results recorded internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. (B)(6) complaint received reporting leakage issues with use of dialysis set-ups and d1000 tego connectors. There were no patient injuries, change in baseline status and or adverse outcomes. This is the mfgers. Follow up report to provide additional information and device return investigation findings.